Event description:
Falsely elevated ctni results were obtained for several patient samples on the dimension rxl max and results were reported to the physician. Physician questioned results and they were tested on an alternate analyzer and found to be negative for a cardiac event. User recalibrated assay but qc was not within acceptance levels after calibration. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument performance resulted in replacement of the wash cassette.

Manufacturer narrative:
Replacement of the wash cassette resolved problem.